Manufacturer narrative:
The reported event was infection. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for device explant procedure due to infection. The implantable cardioverter defibrillator system (ICD) was further examined and there was infection noted near device pocket. Also during explant procedure, the physician noted that the device had migrated to just under the surface of the skin. The ICD was explanted on (B)(6) 2021. The patient was in stable condition throughout.